Event description:
It was reported that the pt's generator was replaced due to end-of-service. Explanted generator was returned to MFR for product analysis. Analysis was completed on the returned generator and during testing, the transistor was found to exhibit an out of limit leakage current. The leaky transistor may have contributed to the eos condition. However, the battery longevity calculation determined that the eos was an expected event. No other anomaly was found.